Event description:
Dealer advised on 5 lpm low o2 with yellow amber light under 70 percent. Dealer advised doing maintenance on the unit and found this issue. Dealer could not provide any further information.